Event description:
During an MRI the physician and staff in MRI were baffled as to why the images were showing distorted, as though a metal were present. When the exam was completed the nurse found a sewing needle in the bouffant cap on the pt. She found it by sticking herself. Pt had to undergo another MRI and more importantly, had this needle come loose from the cap due to the magnetic pull of the scanner, it would have moved freely about the chamber at a high rate of speed, potentially imbedding herself into the pt, or when the nurse brought the pt out of the scanner, the needle could have been shot across the room at a high rate of speed injuring anyone in its path.